Event description:
It was reported that during implant of the ICD, several attempts to measure the impedance gave always the same popup screen 'test incomplete' 'some measurements were not taken'. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found